Event description:
A ventricular perforation was noted one day post implant. The patient was not feeling well, and loss of capture was observed. The lead was repositioned; 30 to 40 minutes later the patient was unstable. An echocardi ogram was performed, followed by pericardiocentesis. The patient was later taken to open heart surgery where it was concluded that the origional perforation had closed, but a second one occurred during the reposition. There were no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.